Event description:
The tube detached from the outer bolster and dropped into stomach. It was removed by an endoscope. The incident occurred when the pt was touching the outer bolster. It was 9 days after placement.